Event description:
It was reported that during an unknown procedure, the clamp arm of the device could not be closed during the procedure. An error code 5 occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition. The device was tested with a generator and test handpiece, and an error code 5 was displayed. The clamp arm was not able to be closed properly. The device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the rotation knob affected the interface between the hand piece and the device resulting in the instrument not able to be correctly attached to the hand piece. It is probable that an error code 5 is displayed when the instrument is not properly assembled to the hand piece. No conclusion could be reached as to what caused the damaged rotation knob pin hole.